Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital (physician / clinician): the deviation of the 3 of 8 spine screws placed with the aid of navigation, was detected by the surgeon with intra-operative x-rays before finalizing the surgery, and these placements were corrected at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 60min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of both t9 and the left t10 spine screws placed with the aid of navigation deviating by ca. 6-7 mm, is: relative movements of the vertebrae operated on (t9/t10) during the surgery procedure in relation to the vertebra the navigation reference array was fixated to (t6), due to a non-rigid anatomical connection and the forces applied to the bones during instrumentation. A structural instability - fracture of vertebra t8 - was present in between reducing the rigidity of the spine, in addition the used self-cutting screws directly inserted into the bone without pilot hole preparation apply significant forces to the vertebrae. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae - in combination with a not sufficiently rigid anatomical connection of the vertebra operated on, results in relative movements of the vertebra (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. As an additional factor, potentially contributing to a small extent: the image fusion in between the intra-operative c-arm scan and the pre-operative CT scan was selected by the user for a broad region of interest, i.e. Only performing one fusion including multiple vertebra levels (t6-t10), not following the brainlab recommendations to complete a fusion for each level directly prior to instrumentation. This fusion displayed small but visible anatomical location differences between the two fused scans used to navigate at the levels where the deviated placements occurred, which can be minimized with level specific fusions prior to instrumentation. Apparently, the due to the above factors resulting deviation between the actual patient anatomy location during the placements and the registered pre-placement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification of the registration and throughout the procedure, during the preparations and screw placements into t9/t10. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic spine for percutaneous dorsal screw fixation of vertebrae t6 to t10, due to a fracture at t8, with intended placement of 8 vertebra screws bilateral, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra t6. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Fused the c-arm scan to a pre-operative CT scan of the patient to also use this CT for navigation display. Verified the fusion and registration, and accepted the accuracy to proceed. Used the navigated pointer to determine the vertebra entry and screw trajectory. Calibrated a non-brainlab screwdriver with screw to the navigation for instrument position display on the patient scans. Placed the 8 self-cutting non-brainlab spine screws with the navigated screwdriver bilateral in vertebrae t6-t7 and t9-t10. Acquired verification intra-operative x-rays, and determined that 3 of the 8 screws deviated by ca. 6-7mm (screw diameter) from their intended position, at t8/t9 into the intervertebral disc space, and at t10 intravertebral to the left. Decided to remove these 3 screws, and re-placed them using conventional methods with fluoroscopic guidance (x-rays) to their correct positions. Completed the surgery successfully and closed the patient. According to the hospital (physician / clinician): the deviation of the 3 of 8 spine screws placed with the aid of navigation, was detected by the surgeon with intra-operative x-rays before finalizing the surgery, and these placements were corrected at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 60min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.